Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they are concerned that their implant is no longer working. Patient reported that they sustained some falls on their buttocks this spring, and they are worried that something might have popped out of place. Patient stated that at the time of the fall they did not hear or feel anything pop. Patient stated that they have tried making many stimulation adjustments, but those have not helped. Patient also reported that they had a knee replacement surgery last february, and when they came out of their anesthesia they had totally soaked the bed. Patient stated ever since then they have been living with adult diapers that they call "pink panties." Troubleshooting was unable to be performed as patient could not make stimulation adjustments because they needed to charge their communicator. The patient was redirected to their healthcare provider to further address the issue, agent emailed physician listings.